Event description:
It was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support (tts). Reportedly the customer is using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump.